Manufacturer narrative:
An investigation could not be performed. No batch information or images were provided for echo (B)(4). We were unable to verify the report or rule out sample, reagent and or echo as the cause of unexpected negative reactivity. However, customers were notified of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.

Event description:
A customer reported obtaining unexpected negative reactions on galileo echo (B)(4).